Event description:
A home patient (hp) contacted baxter tech service center regarding a check supply line alarm that occurred during prime, while using a homechoice system (hc). Had hp push in and turn spike on supply bag. Hp states line went in an inch and restarted prime. Hp did not want to stay on the line but will call back if the errors reoccurs; hc operational.